Manufacturer narrative:
The heater-cooler 16-02-85 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6).a livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the agitator and distribution board to resolve the malfunction. Subsequent functional verification testing was completed without further issue. The replaced components were kept by the customer and have been scrapped. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available for return.

Event description:
Livanova (B)(4) received a report that the stirrer motor of a heater-cooler system 3t was blocked during a disinfection cycle. There was no patient involvement.